Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of oekg for evaluation. The service department of oekg checked the subject device with a full technical evaluation in accordance with the specification. It was confirmed that the intermittent image alternating disturbances and disappearance were shown when connecting the subject device to the video processor due to the camera cable break. The image problem reported might have been related to the cut on the camera cable. Moreover no product information was displayed on the monitor either. In addition, the error e311 which indicates the white balance has not been set was displayed on the monitor and it could not adjust properly the white balance as usual due to this image malfunction. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg, omsc surmised there was the possibility these phenomena were attributed to following causes for each; no image and e311 display error e311 occurs when white balance cannot be properly adjusted. Omsc surmised that an image was not displayed, and white balance could not be adjusted due to the camera cable was partially disconnected because of the cuts on the cable, and this caused communication failure. Omsc did not find any problem in the device and its record. The camera cable cut might have occurred due to the user handling or deterioration of the subject device. Intermittent image omsc surmised that an intermittent image was displayed due to the camera cable was partially disconnected because of the cuts on the cable, and this caused communication failure. Omsc did not find any problem in the device and its record. The camera cable cut might have occurred due to the user handling or deterioration of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was black at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus medical systems corp. (Omsc) was gotten the update information from the user that the reported phenomenon had been occurred before the unspecified procedure.if additional information becomes available, this report will be supplemented.